Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A nurse reported that the system is not making complete flap cuts on multiple patients. Additional information provided states that when the incomplete flap cuts happen, the surgeon uses a blade or a knife to complete the flap and the procedures are completed with no patient harm.

Manufacturer narrative:
Although system settings were within specifications, anatomical abnormalities, patient movement, and patient ocular history could have contributed to the incomplete flap cuts. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).